Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no abnormalities with the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head experienced an e226 error. The issue was found during preparation for use for an unknown therapeutic procedure. The intended procedure was completed with a similar device. There were no reports of patient harm. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.